Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that when he pressed the "up" arrow, the numbers ramped continuously. The customer's blood glucose level was 241 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. The device was received with cracked case at display window corners and minor scratches on lcd window.